Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported via user facility report (B)(4) that balloon detachment occurred. The target lesion was located in the circumflex coronary artery. A 3.00mm x 15mmm nc emerge balloon catheter was advanced for dilatation. During the angioplasty procedure, the balloon detached into the coronary artery. No further information available. It was further reported that the lesion exhibited some tortuosity. The balloon was inflated three or more times, and the balloon material detaching from the shaft. Because the detached material was not visible on the angiogram, it could not be removed, and stents were deployed to secure the balloon material against the vessel wall.

Event description:
It was reported that balloon detachment occurred. The target lesion was located in the circumflex coronary artery. A 3.00mm x 15mmm nc emerge balloon catheter was advanced for dilatation. During the angioplasty procedure, the balloon detached into the coronary artery. No further information available. It was further reported that the lesion exhibited some tortuosity. The balloon was inflated three or more times, and the balloon material detaching from the shaft. Because the detached material was not visible on the angiogram, it could not be removed, and stents were deployed to secure the balloon material against the vessel wall.

Manufacturer narrative:
Correction: user facility report reference number removed from b5 describe event or problem. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported via user facility report (B)(4) that balloon detachment occurred. The target lesion was located in the circumflex coronary artery. A 3.00mm x 15mmm nc emerge balloon catheter was advanced for dilatation. During the angioplasty procedure, the balloon detached into the coronary artery. No further information available.